Event description:
This ICD was explanted and replaced three days after implantation because it would not interrogate.

Manufacturer narrative:
The pacemaker was received for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker could be properly interrogated and the memory content was analyzed indicating no anomalies. The auto-implant-detection was not completed. The header of the pacemaker as well as the returned torque wrench were visual inspected. The inspection revealed that the torque wrench was from a competitor and the biotronik set screw was found attached to the competitor torque wrench. After separation of the torque wrench and screw, signs of abrasion were visible, indicating a misaligned insertion of the torque wrench into the inner hexagon of the set screw. Generally, only the use of a biotronik tw is recommended for use with a biotronik pacemaker. The ability of the device to deliver therapies was verified. After connecting the device to a lead, the pacemaker started immediately to pace. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.